Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
This report is being filed to correct the following fields from the previous submitted report: b5: describe event or problem e1: initial reporter address 1 e1: initial reporter zip/post code e1: initial reporter phone. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was part of a system revision due to infection. This lead was explanted. There were no additional adverse effects reported. The product was retained by the hospital and will not be returned.